Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Did the reload lock out and would not work? 2. Did the reload begin to staple and cut, but then jammed? 3. Did the device staple? No. 4. If the device stapled, was the staple line complete? Na. 5. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Na. 6. Did the device cut? 7. If the device cut, was the cut line complete? 8. Were the cut line and staple lines equal? 9. How was the procedure completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a left colon procedure, it was impossible to staple. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. D4: batch # 651a82. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. In addition, the packages of reload and device were received along with the device. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, however, the staple line at the distal end showed that one staple was malformed. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. No conclusion could be reached on what caused the condition of malformed staple. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.